Manufacturer narrative:
Unit passed self test, active current measurement, and sleep current measurement. Unit was successfully downloaded using thump software. Unit was successfully uploaded to carelink. No unexpected battery power loss or audio/vibrate anomaly/absence noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range. However, on adapt, the following battery faults were recorded: fault 6 on (B)(6) 2024 at 07:58:15.000 hour through 08:17:35.000 hour. Fault 104 on (B)(6) 2024 at 08:00:00.000 hour through 08:16:00.000 hour. Fault 11 on (B)(6) 2024 at 07:47:00.000 hour. Pump was cut open to perform a visual inspection and found moisture damage on pcba2, lcd flex connector, j7 connector, and force sensor. Test p-cap locked in place properly during testing. The following damages were noted: label damage (faded), pillowing keypad overlay, scratched case, and corroded battery tube in summary, customer concern for unexpected battery power loss and audio/vibrate anomaly/absence of alarm not confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, audio/vibrate anomaly/absence of alarm, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.